Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/pelvic pain/ pain') in a 36-year-old female patient who had essure (batch no. 787231) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "essure sterilization, endometrial thermal ablation". The patient's medical history included menstruation abnormal. Concurrent conditions included dysfunctional uterine bleeding, endometrial ablation and amenorrhea. Concomitant products included ibuprofen. On (B)(6) 2011, the patient had essure inserted. In april 2011, the patient experienced urinary tract infection ("bladder/urinary problems: urinary tract infection/ infection (bladder/ urinary tract/vaginal) type: urinary tract infection"). In may 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)/ dysmenorrhea (cramping)"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). On an unknown date, the patient experienced genital haemorrhage ("general abnormal bleeding"), abdominal pain ("abdominal pain"), psychological trauma ("psych injury"), anxiety ("psychological or psychiatric problems condition: anxiety/ mental anguish"), depression ("psychological or psychiatric problems condition: depression"), migraine ("migraines / headaches"), cystitis ("bladder problem - bladder infection"), vaginal infection ("vaginal infection ") and vaginal discharge ("vaginal discharge"). The patient was treated with alprazolam, alprazolam (xanax), fluoxetine hydrochloride (prozac) and surgery (hysterectomy (full),salpingectomy (bilateral)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, dysmenorrhoea, urinary tract infection, vaginal haemorrhage, menorrhagia, cystitis and vaginal infection had resolved and the psychological trauma, anxiety, depression, migraine and vaginal discharge outcome was unknown. The reporter considered abdominal pain, anxiety, cystitis, depression, dysmenorrhoea, genital haemorrhage, menorrhagia, migraine, pelvic pain, psychological trauma, urinary tract infection, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: she received treatment for pelvic/ abdominal, dysmenorrhea (cramping) and urinary tract infection. 2 and 3 coils evident on left and right ostium respectively concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: vaginal bleeding, urinary tract infection, dysmenorrhea quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2020: quality safety evaluation of ptc. On (B)(6) 2020: medical record received. This case is medically confirmed. No new clinical information received. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/pelvic pain/ pain') in a 36-year-old female patient who had essure (batch no. 787231) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "essure sterilization, endometrial thermal ablation". The patient's medical history included menstruation abnormal. Concurrent conditions included dysfunctional uterine bleeding, endometrial ablation and amenorrhea. Concomitant products included ibuprofen. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced urinary tract infection ("bladder/urinary problems: urinary tract infection/ infection (bladder/ urinary tract/vaginal) type: urinary tract infection"). In (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)/ dysmenorrhea (cramping)"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). On an unknown date, the patient experienced genital haemorrhage ("general abnormal bleeding"), abdominal pain ("abdominal pain"), psychological trauma ("psych injury"), anxiety ("psychological or psychiatric problems condition: anxiety/ mental anguish"), depression ("psychological or psychiatric problems condition: depression"), migraine ("migraines / headaches"), cystitis ("bladder problem - bladder infection"), vaginal infection ("vaginal infection ") and vaginal discharge ("vaginal discharge"). The patient was treated with alprazolam, alprazolam (xanax), fluoxetine hydrochloride (prozac) and surgery (hysterectomy (full),salpingectomy (bilateral)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, dysmenorrhoea, urinary tract infection, vaginal haemorrhage, menorrhagia, cystitis and vaginal infection had resolved and the psychological trauma, anxiety, depression, migraine and vaginal discharge outcome was unknown. The reporter considered abdominal pain, anxiety, cystitis, depression, dysmenorrhoea, genital haemorrhage, menorrhagia, migraine, pelvic pain, psychological trauma, urinary tract infection, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: she received treatment for pelvic/ abdominal, dysmenorrhea (cramping) and urinary tract infection. 2 and 3 coils evident on left and right ostium respectively concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: vaginal bleeding, urinary tract infection, dysmenorrhea most recent follow-up information incorporated above includes: on (B)(6) 2020: pif received: outcome of abnormal bleeding (vaginal) was updated to recovered/resolved. Vaginal infection , vaginal discharge and cystitis added. Urinary tract disorder event updated to urinary tract infection. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/pelvic pain/ pain') and genital haemorrhage ('general abnormal bleeding') in a 36-year-old female patient who had essure (batch no. 787231) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "essure sterilization, endometrial thermal ablation". The patient's concurrent conditions included dysfunctional uterine bleeding, endometrial ablation and amenorrhea. Concomitant products included ibuprofen. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced urinary tract infection ("bladder/urinary problems: urinary tract infection/ infection (bladder/ urinary tract/vaginal) type: urinary tract infection"). In (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)/ dysmenorrhea (cramping)"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), psychological trauma ("psych injury"), anxiety ("psychological or psychiatric problems condition: anxiety/ mental anguish"), depression ("psychological or psychiatric problems condition: depression") and migraine ("migraines / headaches"). The patient was treated with alprazolam, alprazolam (xanax), fluoxetine hydrochloride (prozac) and surgery (hysterectomy (full),salpingectomy (bilateral)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, dysmenorrhoea and urinary tract infection had resolved and the psychological trauma, vaginal haemorrhage, menorrhagia, anxiety, depression and migraine outcome was unknown. The reporter considered abdominal pain, anxiety, depression, dysmenorrhoea, genital haemorrhage, menorrhagia, migraine, pelvic pain, psychological trauma, urinary tract infection and vaginal haemorrhage to be related to essure. The reporter commented: she received treatment for pelvic/ abdominal, dysmenorrhea (cramping) and urinary tract infection. 2 and 3 coils evident on left and right ostium respectively concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: vaginal bleeding, urinary tract infection, dysmenorrhea most recent follow-up information incorporated above includes: on (B)(6) 2019: plaintiff fact sheet and medical records were received. Events per pfs: abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), psychological or psychiatric problems condition: anxiety/ mental anguish, depression, migraines / headaches and essure sterilization, endometrial thermal ablation. Lot number, medical history and treatment drug added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/pelvic pain') and genital haemorrhage ('general abnormal bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), psychological trauma ("psych injury") and urinary tract infection ("bladder/urinary problems: urinary tract infection"). The patient was treated with surgery (hysterectomy (full),salpingectomy (bilateral)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, dysmenorrhoea and urinary tract infection had resolved and the psychological trauma outcome was unknown. The reporter considered abdominal pain, dysmenorrhoea, genital haemorrhage, pelvic pain, psychological trauma and urinary tract infection to be related to essure. The reporter commented: she received treatment for pelvic/ abdominal, dysmenorrhea (cramping) and urinary tract infection. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-sep-2019: pfs received. Essure implant date and product indication updated. Explant date added. Events- general abnormal bleeding, abdominal pain, dysmenorrhea (cramping), psych injury and bladder/urinary problems: urinary tract infection were added. Event outcome updated for: physical pain/pelvic pain. Lab data updated. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.